Manufacturer narrative:
Although there is a tracking number stating that the product was returned to codman, the product was not received by the complaint department; therefore, an evaluation cannot be performed to determine the root cause of the reported "leakage". We will continue to monitor for this or similar complaints for this product code. A review of the device history records did not show any anomalies during the manufacturing process. This complaint is considered to be closed at this time, should the product be returned at a later date this complaint will be re-opened and an investigation will be performed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Leakage (hole on tubing at the spike side) was noted during preparation before the surgery. The device was used with ji2000. User training will be scheduled. There was no surgical delay and no adverse consequence to the patient. No further information was provided by the hospital. The product will be returned to your site.